Event description:
The device was returned for an air compressor issue. When the device was initially plugged in there was an initial lag between when the device was connected and when the leds illuminated in response to charging, but the pump did turn on and charge normally after that. The pump could not complete its startup successfully and the compressor was heard to perform excessive blowouts. A new air compressor was installed and the device was reverted to manufacturing mode to perform pneumatic hardware testing. The new air compressor passed hardware testing but it was discovered the front housing was internally broken. During this internal testing the power leds were observed to flicker on and off a few times before going permanently dark. It was found the power entry board was unseated and caused the electrical connection to be faulty. The main board died as a result of that faulty connection as power delivered directly to it did not turn it on. As a result the pump will need a new main board.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump have issues as well as the charger brackets, no patient harm was reported, and no active infusion pump has been stopped. Pump issue: pump problem. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.